Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: the keypad cover was found to be intact. The ok keypad button was found to be intermittently responsive. The keypad cover was removed and contamination was found under all contacts. Unrelated to the complaint, the battery compartment was found to be cracked below finger pad. Also unrelated to the complaint, the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.